Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was not following the proper load process for cartridge. Tandem clinical support educated the customer to follow the proper process to load the cartridge. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.